Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in: (B)(6).

Event description:
The customer complained of two occurrences of questionable inr results for 1 patient tested on a coaguchek inrange meter serial number (B)(4) compared to the sta neoplastine ci plus laboratory method. Occurrence #1: the result from the meter was 5 inr and the result from the laboratory method was 3.8 inr. Occurrence #2: the result from the meter was 4.4 inr and the result from the laboratory method was 3.14 inr. The customer's therapeutic range is 3 - 4 inr. The discrepant results were reported to the customer's doctor. There was no allegation of an adverse event. Replacement strips have been sent to the customer. Relevant retention test strips (lot 330462) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.